Event description:
Hi xxxxxx, we spotted that the following item it did not have any label pasted on the container. Kindly assist to do up an exchange for it or have the label reprinted.qc of transcription performed byxxxxxx, (B)(6) 2024, 4.55pm.

Manufacturer narrative:
This MDR made in error -this complaint is a duplicate of (B)(4).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Hi (B)(6), we spotted that the following item it did not have any label pasted on the container. Kindly assist to do up an exchange for it or have the label reprinted. Qc of transcription performed by (B)(6), (B)(6) 2024, 4.55pm